Manufacturer narrative:
Additional information was received on 15-jul-2025. Patient information was provided. Therefore, section a was updated. The event date was provided. Therefore, b 3. Date of event has been updated. Concomitant product section was updated per the additional information received. It was also reported that the adverse event was discovered at the end of the procedure, after all the products were used. The outcome of the adverse event was fully recovered (no residual effects). The number of performed ablations was one. The delivered energy was radiofrequency (rf). There were no ablations performed within the pulmonary veins. One ablation was performed outside the pulmonary veins. Transseptal puncture was performed with a brk needle. No evidence of steam pop. The flow settings for irrigated catheter used was 2 ml/min low flow, 8 (up to 30w)¿ 15 ml/min high flow. The patient did not require cardiac surgery. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation, and the patient experienced a pericardial effusion that required pericardiocentesis. At the end of the procedure, the patient was complaining, and the pressure was a bit low. They did the echo and found an effusion on the pericardium. They immediately prepared for a pericardiocentesis which was performed, and the patient left the room after some drainage. After exiting the room, the patient did not bleed again but was kept in the hospital for three more days. During the procedure, there was just one application of twenty-seven (27) seconds of ablation. The physician stated that it was due to the manipulation of the catheter, because it was difficult to reach the spot, and not to the ablation. The procedure was a pvc in the high septal left ventricle (lv), close to the his and the beginning of left ventricular outflow tract (lvot). The access was with transeptal puncture.